Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was intermittent. Atrial capture and sensing issues were noted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that within four days post implant, the right atrial (ra) lead impedance was greater than 2000 ohms and had varied from 1300-1000 ohms. Also, the ra lead had no sensed p-waves and only far-field r-wave sensing. It was also difficult to get atrial capture. The electrogram printouts indicated there was a loose set screw for the atrial lead. A successful surgical intervention was done. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.